Event description:
Pt had PICC line inserted. According to the documentation, 15 cms were inserted. On event date, the site was found wet and leaking. The dressing was removed and approximately 2 cms of the PICC catheter was found outside the patient with remaining 13 cms of the PICC catheter was found outside the patient with the remaining 13 cms unaccounted for. Stat left arm and chest xray completed - negative for foreign body. Chest fluoroscopy complete and negative for foreign body. Abdominal x-ray and total body survey completed and negative for foreign body. Cardiac echogram completed and noted an echogenic linear structure in the right atrium of the heart. Interventional radiology conducted to remove foreign body under fluoroscopy without success. No PICC line identified at time of procedure. Repeat echogram completed. No foreign body identified. Pt asymptomatic. Stool monitored for negative results. Discharged 11/21002 to follow-up with surgeon and private physician.